Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device¿s sleep/wake button became unresponsive and the user was guided through a restart, after which the button functioned normally and blood glucose was not affected. Symptoms included no adverse clinical effects. Outcomes included no alerts, alarms, or need for medical care. Investigation included customer troubleshooting and education that restored normal device function. Investigation of this case revealed a transient user interface malfunction consistent with a recoverable device software or state issue, with normal operation confirmed post-restart and no hardware component replacement indicated. It was concluded, based on previously established findings for similar reports, that the cause was user-performed restart resolving a temporary device state.